Event description:
The customer reported to philips healthcare that the device displays error code 10004 then halts operation, failing to fully power up for use. There was no pt involvement.

Manufacturer narrative:
(B)(4).